Event description:
It was reported that the left ventricular lead had dislodged. A chest x-ray comfimed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal.